Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to suffering a traumatic injury.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2004. Subsequently, surgeon and pmi group are designing a custom implant due to patient suffering a traumatic injury. There has been no reported revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information regarding the revision procedure, which was unknown at the time of the initial medwatch.